Manufacturer narrative:
No product was returned for evaluation therefore the reported problem could not be confirmed; however, an investigation into this issue is being performed. A follow-up will be sent with the results when the investigation is complete. (B)(4).

Event description:
It was reported that the reservoir is disconnecting from the oxygenator and some caps from the hemoconcentrator and oxygenator are falling off during shipping. The customer reported that it is easy to reassemble. No patients were involved. This report was submitted as a general observation with no units being returned to the manufacturer for investigation.